Manufacturer narrative:
The driveshaft, preload plunger, compression spring and rotor were all stuck together due to corrosion damage.

Event description:
The core impaction drill was sent in for eval due to overheating during a procedure. Another device was readily available and it was used to complete the procedure. No adverse event was associated with the device.